Manufacturer narrative:
The investigation determined that imprecise amon quality control results were obtained from the vitros 250 chemistry system. The customer cleaned the incubator evaporation pads and recalibrated the amon slides to return the instrument to expected operation. Following these actions, acceptable amon performance was observed. The investigation was unable to determine a definitive root cause. However, the most likely cause was instrument related.

Event description:
The customer observed imprecise ammonia quality control results using vitros amon slides on a vitros 250 chemistry system. No patient samples were tested during the interval that the imprecise quality control results were obtained as the test had not been put into routine use in the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)